Manufacturer narrative:
(B)(4). This case was reviewed and investigated according to (B)(4) volcano policy. Visual and microscopic inspection and functional testing were performed on the returned device. An electrical resistance test was performed and discovered resistance values within specifications. The wire passed functional testing and produced a steady stable signal. However, the distal tip of the wire was covered by a transparent sleeve. The sleeve encapsulated the sensor housing and continued along the entire length of the distal coil, extending past the dome. The probable cause of the observed failure was a manufacturing error. The transparent sleeve used to mask the distal tip of the wire during the manufacturing process was not removed prior to the release of the device. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. To date, no other complaints were reported for this same failure mode within this lot. We will continue to monitor these types of complaints.

Event description:
It was reported the user plugged in the wire and did not get any signal. A second wire was pulled and they had the same issue; did not get any signal. A third wire was pulled and they were able to complete the case. No harm to patient. Attempts to obtain patient information have been unsuccessful. Attempts to obtain the patient information were made via email and phone. All reasonably known patient information is included in this report.